Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received a remote arm controller boards (rac) involved with this complaint to perform failure analysis. Upon visual inspection of the rac, no issue was found that would relate to the complaint. The unit was then installed onto a test system where the unit master tool manipulator (mtm) was not moving after a system boot up, and an error popped up right away indicating the rac failed no voltage.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and resolved the issue by replacing remote arm controller boards (rac). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a system error from the surgeon side console (ssc). The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs and found an issue with the remote arm controller boards (rac) for the left master tool manipulator (mtm). The customer had completed a normal power on-off sequence. The tse suggested the customer perform a hard power cycle of the system; however, the issue persisted after the power cycle was performed. The tse then asked the customer to turn off the system and manually release the brakes for the left mtm by moving it to the off position, but the issue was not resolved. The customer then elected to convert the procedure to open surgery. Isi has attempted to gather additional information regarding the reported event; however, no response has been received.